Event description:
It was reported that the customer was hospitalized, due to a hypoglycemic coma. The customer's blood glucose reading was 37 mg/dl at the time of the event. The customer was not practicing his normal bolusing procedure and had also given himself a manual injection, which his daughter believes resulted in him delivering too much insulin into his body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.